Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x20, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.